Manufacturer narrative:
The initial report was incorrectly submitted as a summary report for an ineligible product code.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant low results were generated by two cobas 8000 e 801 modules. The events involved a total of 1 patient with the following: one sample with discrepant results for the elecsys anti-tshr immunoassay.